Event description:
Pt reports they are receiving non-disposable alarm. She has already reviewed line and no occlusions. Pt is due for cassette change later tonight. Pt directed to perform cassette change/pump change. Pump has been alarming for 10 minutes. Cassette lot number and expiration date not provided. Pt changed cassette and pump and was able to continue infusion. Pt attributed issue to cassette. No cassette replacement items needed. Pt to call back if problem occurs again with pump. No ill-effects reported from alarm for cassette malfunction. The cassette is available for investigation. Pt to hold onto for 30 days then dispose of. Product fault occurred while in use with pt. Issue did not cause or contribute to pt or clinical injury. Cassette available for investigation. Pt instructed to hold on to it for 30 days. Pharmacy not replacing cassette. Pt had additional cassettes to use. Pt was able to successfully continue their infusion. Infusion is life sustaining. Outcome=resolved. Cassette return tracking information is not available. Photographs were not provided. Position of pump/cassette when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Event is for a cassette only at this time. Part number unknown. No further info. Reported to (B)(6) by: patient/caregiver.